Manufacturer narrative:
(B)(4). Only event year known: 2018. Batch # unknown. As a lot/batch was not provided, a device history could not be performed.

Event description:
It was reported that the surgeon used the mcs20 in segmentectomy surgery, and he found the clip can't be well formation. There were no patient consequences.